Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has an increased recharge burden. The pt reported the ipg was not holding a charge, and the physician planned to undertake surgical intervention at a future date to address the issue.